Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified that the tubing of the sets were sealed by the packaging machine. The issue was the result of a malfunction in the manual packaging of the set where a protruding tube/component gets caught in the seal. 100% visual inspection is currently being administered until the packaging machines are equipped with the proper sensors. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a continu-flo solution administration was melted. This occurred before use. No patient involved. No additional information.